Event description:
It was reported that the patient experienced no stimulation. Her stimulation has been on until today. It was noted that the patient slipped outside, but she didn't fall down due to catching herself. The patient had difficulty adjusting stimulation. Most of the time she experienced poor communication. Her stimulation was able to be raised to 635 and she still did not feel stimulation. Further information is being requested from the hcp.